Event description:
Reportedly, the device was taking too much fluid. The initial complaint (19th oct.) Contained no complaint details nor did it provide an accurate description. On november 23rd additional information was received, and the file was amended to reflect the new information. No report of patient death, injury or intervention.

Manufacturer narrative:
The device history record was requested for review from the manufacturer. The results were not received at the time of this report. The product evaluation was performed by baxter technical service (B) (4) and confirmed the reported issue. The field service engineer found the filtrate scale faulty. The filtrate scale unit was replaced and recalibrated. Functional checks and a prolonged test run, as well as an electrical safety test, succeeded without any further faults.